Event description:
It was reported that the implantable neurostimulator (ins) stimulation turned on strong for no reason when the patient stepped on a manhole cover. The patient used the patient programmer (pp) to turn the ins off. This had happened twice where stimulation turned on for no reason. It was noted the patient had no overdischarge. The manufacturer¿s representative (rep) had not heard from the patient since the day of the report. Another rep. Was meeting with the patient on (B)(6) for routine follow-up and would provide feedback. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
A company representative reported a little over two weeks later that the other company representative missed her appointment. The doctor reported the patient was doing better.

Manufacturer narrative:
Concomitant products: product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 377860, lot# v002518, implanted: (B)(6) 2006, product type: lead. (B)(4).